Event description:
Doctor implanted a 02-300-30 micro zurich distraction dev., 30mm, end-driven, 1.0mm screws on the right and a 00-906-35 modified micro zurich dist dev 30mm, 1mm screws, 4 hole mesh end driven on the left in a pt on july 2005. During distraction doctor felt that he was not getting any advancement on the 02-300-30, but the 00-906-35 was distracting okay. In august 2005 the doctor performed an unscheduled procedure and removed the 02-300-30 and replaced it with a 00-906-35.

Manufacturer narrative:
The distractor was evaluated and no defects were noted. Distractor operates normally in opening and closing modes when activated. There is no evidence of improper manufacturing to support this complaint.